Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds 1 additional related report against the provided product and lot combination. Total for lot number: 2 (B)(4). Details for gentamicin component of combination product: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer was unknown. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.